Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that they have been having problems their implants on and off for the past year and getting worse. Patient mentioned that they spoke to manufacturing representative(rep) via phone today and was redirected to patient services. Agent asked if patient was seeing any error codes or messages while trying to charge and patient confirmed that they cannot get past poor recharge quality screen. Patient also stated that they are able to charge to about 30%-40%, but then cannot get the implant to increment any higher due to seeing poor recharge quality. Patient also mentioned that whenever they go to charge their implant or make any therapy adjustments, they have to press set up for implant, and select their device each time. Patient believed that may be due to having two implants, as they noted they sometimes felt interference between the two stimulators. Patient clarified this was not a bothersome stimulation interference. Agent redirected patient to hcp to address possible interference. Patient confirmed seeing no visible damage to equipment. The issue was not resol ved. An email was sent to the repair department to replace the 2nd recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.